Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown mg/dl. The customer stated that the drive support cap is not damage. The customer stated that the device was not exposed to high magnetic field. The customer didn't received motor position encoder error alarm. Customer does not use the sensor feature on the pump. The customer stated that the motor error occured more that once in the last 30 days. The customer stated they are unable to complete the rewind sequence. The customer was advised to erase basal rate to return the pump with battery the customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.